Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level while exercise mode on the control iq software was turned on. Bg value was not provided. In addition, it was reported that unspecified alarms occurred. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.